Event description:
A nurse complained of questionable inr results for 2 patients tested on a coaguchek xs meter compared the laboratory results using stago neoplastin ci plus test method. From the data provided, 1 patient results were a reportable malfunction using meter serial number (B)(4). On (B)(6) 2018 the laboratory result was 1.9 inr and within 1 hour the meter result was 2.4 inr. The patient was awaiting oral surgery and their inr had to be below 2.5 inr to proceed with surgery. The patient had eaten more greens on the night of (B)(6) 2018 to help lower their inr. The patient was on antibiotics. There were no known changes in the patient's medication or health, no known concerns with hematocrit levels, does not have antiphospholipid antibodies, on no other blood thinners or thrombin inhibitors, and no reported bleeding or bruising. The customer's meter and test strips have been requested for return. Replacement products have been sent. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. The result alleged by the customer of 2.4 inr on (B)(6) 2019 was not observed in the meter memory.